Event description:
This spontaneous case report was received by regulatory authority in netherlands on 22-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer had a lot of complaints with mirena iud, so it was removed. After that copper iud was used, also removed. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. In (B)(6) 2015 the consumer experienced pain in pelvis, irregular bleeding or breakthrough bleeding, pain during ovulation, pain during coitus, pain in abdomen, increase or decrease of weight, tiredness, mood swings, memory loss, concentration problems, heavier menstruation, and psoriasis already present before essure became worse after insertion. The consumer reported work-related problems, problems with daily tasks and relation and/or family problems as influence on her daily life. The time until start of complaints was 6 months. On (B)(6) 2015 essure was removed with salpingectomy (two fallopian tubes were removed with essure). Novasure was also conduted. The outcome of the events was recovered. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, 6 months after insertion, consumer presented pain in pelvis which led to work-related problems, problems with daily tasks and relation and/or family problems. Following by a surgical procedure (bilateral salpingectomy) to remove essure, 11 months after insertion. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, 6 months after insertion, consumer presented pain in pelvis which led to work-related problems, problems with daily tasks and relation and/or family problems. Following by a surgical procedure (bilateral salpingectomy) to remove essure, 11 months after insertion. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.